Event description:
The patient contacted animas on (B)(6) 2012 reporting issues with small prime volumes. The patient called back on (B)(6) 2012 to conduct troubleshooting of the pump. The patient reported having abnormal prime volume. The patient confirmed that the tubing was not manually primed. The patient confirmed that with priming about .5 units drops were seen coming from the end of the tubing. The patient also reported an issue of filling a cartridge with 200 units and after the ezprime steps, the pump indicated 98 units on the home screen. The patient reported that she was unsure if insulin was dispensed during the load step. This report is made based on the allegation that the pump was priming the tubing during the load cartridge step.

Manufacturer narrative:
(B)(4): an ezprime operation was performed with no difficulties. A review of the alarm history indicated no alarms related to the complaint. There was no evidence of no cartridge detected warnings, and all loss of prime warnings were associated with empty cartridge alarms. The complaint could not be confirmed or duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction # 2531779-03/24/2010-003-r.